Event description:
It was reported that on (B)(6) 2013, the patient presented to the emergency room with a myocardial infarction. The 4.0 x 23 mm xience xpedition stent was implanted successfully. On (B)(6) 2013, the patient presented to the emergency room with dizziness, dyspnea and angina. A stress test was performed which was normal, and the patient was discharged. The next day, the patient developed a rash on his buttocks, shoulders, groin and underarms, which is now being treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina, rash, dyspnea, and hypersensitivity/allergic reaction are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.